Event description:
Complainant alleged that the medics were attempting to monitor a 68 year old male pt complaining of chest pains. When the medics powered up the device they received a "low batt" error message on the device screen. They changed the device battery and the device initially performed appropriately. The device screen then did not display the pt's heart rhythm, but instead displayed a straight line. The medics disconnected the cable and leads and then reconnected them, but there was no change in the screen display. They then tried changing from lead 2 to the other leads, but again the device still displayed a straight line. During the short distance to the hosp, the medics monitored the pt manually. The complainant indicated that there was no adverse effect on the pt as result of the reported malfunction.